Event description:
Concern: the compressed tank holding rack is not secure and possess potential for employee injury. The oxygen and air tank holding rack does not support the weight of the tank during the set up causing awkward body positioning that can cause back or knee strain. The open bottom of the tank holding system increases the potential for an accidental release of a compressed gas tank during set up and or use during transport increasing the opportunity of bodily harm to patient or user. All devices from this manufactuer model are affected.employee must use foot raised off floor or a bent leg to hold the tank in place while attempting to align pegs and tighten stem holder.these tanks are not light and tightening requires two hands so the foot or leg is the only thing assuring the tank does not fall or tip.note: once attached the only item securing the tank in place is the stem holder...nothing is in place below the tank to assure that if the stem holder fails that the tank will not crash to the floor.